Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d4; e1 first name, middle initial; g3; h2; h3; h4; h6 head - review of the device history records identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: revision op notes, presented to the office with pain and unusual noise coming from the hip, found to have dissociation of the poly component of the dm head ball. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Event description:
It was reported that approximately four months post-implantation, the patient underwent a hip revision due to unknown reasons. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4) d6a: implant date ¿ (B)(6) 2024. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6; h10. The following sections were corrected: b1; b5; d5; e1-3; g2; h6 clinical sign and device code. D4: attempts have been made to gather all product identification information and no further information has been provided. H6: proposed component code: mechanical (g04): head. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. Unable to confirm complaint. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately four months post-implantation, the patient underwent a hip revision due to a dislocation. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: a2; a4; b5-b7; d4; d6a; g3; g4; h2; h6; h10. The following sections were corrected: d1; d2; e1 establishment name; g2 add health professional. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately four months post-implantation, the patient underwent a hip closed reduction attempt and then revision due to a dislocation of the head and liner, disassociation of the liner and shell, pain, and a mild to moderate antalgic gait. Head and liner were exchanged. Shell and stem retained. Attempts have been made and no further information has been provided.